Manufacturer narrative:
The incident date information has been updated which incorrect with initial report. The updated information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported they had a low blood glucose of 24 mg/dl and emergency medical services was called. The customer reported they were in auto mode and were getting micro boluses at the time of the incident. The customer did not report any symptoms. The customer declined to do any troubleshooting. The insulin pump will not be returned for analysis.